Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels due to sensor and transmitter issues. Blood glucose level at the time of the incident was in the 200's mg/dl then rose to over 400 mg/dl. Customer also stated that on (B)(6) 2018 blood glucose was 588 mg/dl as the insulin pump would not stay in auto mode due to transmitter not connecting. Customer was assisted with transmitter troubleshooting but declined troubleshooting for high readings. The insulin pump was not replaced or returned for analysis.